Event description:
It was reported that the gastrointestinal video scope displayed scope communication error codes -b30 and e216. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed. The device was not returned to olympus for inspection however the reported failure was confirmed by the technical assistance support (tac) team. A root cause could not be identified. Based on the results of the investigation, the most probable root cause was likely due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.